Manufacturer narrative:
A zoll medical representative went onsite to evaluate the device and the customer's report was duplicated and attributed to a faulty multifunction cable. The defective cable was scrapped onsite. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device was unable to obtain an ECG signal via multifunction cable. Complainant indicated that there was no patient involvement in the reported malfunction.